Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device passed a charge and boot test. The data logs were reviewed and no findings related to the complaint were observed. Functional tests were performed and passed. The device was opened for an interior visual inspection and passed. The complaint confirmation of an unexpected receiver shut-down could not be confirmed. The root cause could not be determined.